Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the touchscreen could not be calibrated. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 26mar2019. Testing revealed that the customer complaint was confirmed. Philips evaluated the returned touchscreen and the touchscreen was scratched. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 09jan2019, date rec¿d by MFR : 30dec2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The touchscreen was not responding even after calibration. The fse replaced the touchscreen assembly and the issue was resolved. The unit passed required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.